Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient experienced pain, stiffness, discomfort, and weakness, which in turn negatively affects the patient's mobility and quality of life. Papers also allege excessive levels of chromium and cobalt blood levels. Doi: (B)(6) 2009 dor: no information (right side). Patient is a resident of (B)(6). Update (10/23/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information. That would change the outcome of the investigation. Update ad 17 apr 2019: (B)(4) has been re-opened under (B)(4) due to asr litigation records received. In addition to what were previously alleged, litigation alleges injury, anxiety and emotional distress. Doi: (B)(6) 2009; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, patient was revised to address asr metal on metal right total hip arthroplasty with persistent pain. Revision notes stated that pericapsular tissues were excised. There was a great deal of scar tissue proximally on the femur. Discharge summaries reported right hip total hip arthroplasty causing metallosis. Doi: (B)(6) 2009 - dor: (B)(6) 2018 (right hip).